Event description:
The customer reported a device error. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A philips field service engineer evaluated the device and confirmed the failure. The software was upgraded to a.02.00, to resolve the failure. We are considering this malfunction resulting from a false test failure due to a software deficiency.